Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no reported impact on the customer¿s blood glucose level. Technical support guided the customer through troubleshooting steps, including inspecting and cleaning the pump and attempting to reload the cartridge, but these actions were unsuccessful. Customer reverted to using multiple daily injections as a backup therapy.